Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip was attempted to be deployed, but the device failed to release from the catheter. Reportedly, it was also observed that the clip would not open and close. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code 2906 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results. The returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was returned attached to the device. Microscope examination was performed, and it was confirmed one side of the clip wings was activated while the other side was not inside of the capsule windows. The clip assembly was disassembled for further analysis, an x-ray analysis was performed, and it was observed that one arm was separated from the yoke. The tension breaker had signs of wear which could be caused due to some friction between the clip jaws. The observe failures provide evidence that the clip assembly would not have been able to release from the catheter during attempted deployment. Dimensional examination was performed on the bushing outer diameter, and it was within specification. A dimensional analysis was performed between the hooks of the bushing, and both sides a and b were within specification. No other issues with the device were noted. The reported event was confirmed. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip was attempted to be deployed, but the device failed to release from the catheter. Reportedly, it was also observed that the clip would not open and close. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.